Event description:
It was reported that an episode for non sustained rv oversensing was noted on the device. It was noticed that the rhythm appeared to be atrioventricular nodal re-entrant tachycardia with atrial sensed events immediately before and after the ventricular sensed events, causing the inappropriate episode. Programming changes were recommended. Patient will be monitored. Device remains implanted.